Manufacturer narrative:
Once investigation is complete, a supplemental medwatch will be filed.

Event description:
It was reported that the guidewire was peeling. A new device was used. No patient complications occurred. The device is expected to be returned.

Manufacturer narrative:
Investigation summary: with all the available information, boston scientific is unable to confirm cause of the reported clinical observation of rf wire was observed to be peeling. The device has not been received for analysis; therefore, a technical analysis of the complaint device could not be completed. Device history record review it was confirmed this device met specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Device technical analysis it was indicated that the device was not available for return; therefore, a technical analysis of the complaint device could not be completed. Risk review a risk review performed for the versacross connect access solution for faradrive device confirmed that the event of rf wire was observed to be peeling is a known event defined in the product's risk management documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Product risk benefit includes consideration of risk severity and rate, and the overall residual risk of the versacross connect access solution for faradrive device is acceptable. Labeling review based on the information provided, there is no evidence that the device was used in a manner inconsistent with the labelled indications/instructions for use (IFU). Investigation conclusion based on the available information, boston scientific's investigation findings were unable to establish a clear conclusion about the cause of the reported event. The device met all requirements prior to being approved for final distribution/sale and there was no evidence to suggest that the instructions for use (IFU) was not followed.

Event description:
It was reported that the versacross connect access solution for faradrive was selected for use during the ablation procedure. During the procedure, the rf wire was observed to be peeling. The procedure was completed successfully with the replacement device. No patient complications were reported. The device is not expected to be returned. It was further reported fhe wire was the pigtail included in the baylis versacross connect for faradrive. It is no longer available for return.